Event description:
During a procedure, after the sheath was placed into the right atrium, blood was noted to leak from the hemostasis valve when applying negative pressure to flush the introducer. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The reported leak could not be confirmed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.